Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. Manufacturing records for this product were reviewed and no anomalies were found. The tulip was confirmed separated based on visual examination. The root cause is multifactorial.

Event description:
It was reported that the surgeon had placed the screw in bone and had difficult time disengaging a screwdriver from screw. Upon turning screwdriver handle to left to disengage, the tulip broke off the screw with tulip still attached to screwdriver but screw still remaining in bone. Surgeon had difficult time engaging poly driver with bone screw, so vice grip was utilized to grip screw head and manually back out of bone. The broken screw was replaced with the same size screw. Surgical delay was 5 mins.

Event description:
It was reported that the surgeon had placed the screw in bone and had difficult time disengaging a screwdriver from screw. Upon turning screwdriver handle to left to disengage, the tulip broke off the screw with tulip still attached to screwdriver but screw still remaining in bone. Surgeon had difficult time engaging poly driver with bone screw, so vice grip was utilized to grip screw head and manually back out of bone. The broken screw was replaced with the same size screw. Surgical delay was 5 mins.